Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a high-pitched noise during self-test was unable to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis. Log files were submitted for review and event files did not contain data from the event date due to data being overwritten. Periodic files did not contain any notable alarms, and captured data showed the controller functioning as intended. Additional information provided stated the cause of the high-pitched noise was not identified and no alarms from the event date were identified in the system controller alarm history. A root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the patient handbook, ¿alarms and troubleshooting¿ and section 7 of the IFU, ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the alarms cannot be resolved. Section 2 of the IFU, ¿system operations¿ and section 2 of the patient handbook, ¿how your heart pump works¿ instructs users on how to perform self-tests on the system controller and to expect loud noises. Additionally, it informs patients that any alarms occurring during the self-test will override the test and that self-tests cannot be initiated during most alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for evaluation and frequent pulsatility index (pi) events were recorded. The family reported an unusually high-pitched noise during home self-test on (B)(6) 2025. Successive self-tests were done and sounded normal to the family. Log files did not show enough past history to see if there was an active alarm at that time. Log file data no longer contained data from the day in question. Previously recorded data was purged and replaced with newer data. If the alarm heard was a priority alarm, it may still be captured in the system controller alarm history. The cause of the high-pitched noise during the home self-test was not identified. Interrogation of the hazard alarm history on the system controller only showed the single low-flow alarm in the morning since the date of implant.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.